Manufacturer narrative:
(B)(4).only event year known. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Could you please provide more details for "left sections of the staple open for about two months"? 2. Could you please confirm when issue was identified (intra-op/post-op) 3. If found post-op, how was the issue addressed? 4. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hemorrhoidectomy the stapler had a malformation of the staple and left sections of the staple open for about two months, which managed to circumvent the situation and the patient did not have a bad evolution in the clinical picture and was discharged. There was no delay to the surgery. The surgery was completed successfully. There were no patient consequences.